Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 49mg/dl and treated with glucose. Customer indicated that the pump also alarmed sensor error. Customer indicated that their blood glucose value was 97 mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The customer was assisted with troubleshooting and was advised about the alarm and to monitor the pump and call back if needed. Customer indicated that they will monitor their blood glucose. No further details given.